Event description:
In a conversation with the risk manager. She states that the report indicates the anvil did not engage, the tissue was not approximated, device cut and did not staple, and the it was uneventful fire. There were no other patient complications. The device and anvil were disposed of. This is all the information that is available.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.